Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions states, "supply a sufficient amount of torque to the pegs to ensure that each is fully seated. If not seated properly, remove, re-drill and reinsert the peg until fully seated. The head of the peg should sit beneath the surface of the plate to avoid soft tissue irritation." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2015-02622 / 02625).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was due to installation of the peg being off center of the plate hole. Patient anatomy and surgical technique can impact the peg engagement even if the product is within specification.

Event description:
It was reported that patient underwent a proximal humerus plating procedure on (B)(6) 2015. During the procedure, the smooth pegs would not lock into the proximal holes of the plate. The hole was redrilled three times and a partially threaded peg was utilized to complete the procedure.